Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the stylus was calibrated and the software was updated. (B)(4).

Event description:
It was reported that when the stylus touched the screen, an error was displayed. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results.